Manufacturer narrative:
Unit failed to vibrate during self test due to vibrator motor connector broken red wire. Unit audio/beep properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for audio/vibrate anomaly. The customer¿s blood glucose was unknown. The battery charged, during the self test she reports that the audio and does not work. The insulin pump will be returned for analysis.